Manufacturer narrative:
This report is submitted on 13 may 2021.

Manufacturer narrative:
This report is submitted on march 25, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to an infection at the incision site. The patient had been treated with antibiotics (type, date, duration not reported), however, the issue could not be resolved. Reimplantation is planned once the infection has resolved.